Manufacturer narrative:
Testing of actual/suspected device a getinge field service engineer (fse) was dispatched to evaluate this unit. Malfunction was not reproducible before the repairs. Fse replaced on/off switch (0012-00-0834). The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted if this information is provided to us. The first name of the initial reporter in has been abbreviated due to field character limit; the full name should read pascal starinieri.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) tripped out but restarted and was replaced for safety reasons. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2,h4, h6(type of investigation, investigation findings, investigation conclusions), h10, h11.corrected fields: g1, h6(health effect ¿ clinical code).

Event description:
N/a.